Event description:
(B)(6) 2023 device main unit replacement was done. (B)(6) 2023: there was rv lead unipolar lead impedance alert during pre-discharge checkup. The unipolar impedance was less than 200 and there was an alert. Manual measurement was 209. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).